Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. This information was received from the mechanical circulatory support product surveillance registry study. Concomitant medical product: 694765 lead implanted on (B)(6) 2003 product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient experienced a fever with bacteremia and sepsis that was treated with antibiotics and antifungals. The patient was afebrile during the vad implant, then developed a fever one day after the procedure with no positive cultures. The patient also experienced respiratory failure and was intubated. Four days after ventricular assist device (vad) implant, the patient developed renal dysfunction associated with high creatinine levels and low urine output. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, infection, renal dysfunction and respiratory failure are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, prior to the ventricular assist device (vad) implant procedure, the patient experienced a fever with bacteremia and sepsis that was treated with antibiotics and antifungals. The patient was afebrile during the vad implant, then developed a fever one day after the procedure with no positive cultures. The patient's postoperative fever and other sepsis parameters may have been related to the prior infection or an unknown source of infection and the patient later developed pneumonia. The patient also experienced respiratory failure and was intubated. It was also reported that, four days after ventricular assist device (vad) implant, the patient developed renal dysfunction associated with high creatinine levels and low urine output. The patient received intravenous (IV) and oral diuretics and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for additional information. B2: outcome attributed to adverse event: hospitalization b3. Date of event: was changed from (B)(6) 2020 to (B)(6) 2020 (month and year valid) b5. Event description was updated to include ventricular tachycardia (vt), hospitalization and ablation h6. Patient codes (ime/annex e):e060109 imf (annex f) health impact: f08 imf (annex f) health impact: f19 ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient had recurrent/refractory ventricular tachycardia (vt) and there were no clear triggers for vt u pon admission. The patient's vt attacks continued and required an ablation. It was also reported that the patient developed several vt storms after the vad procedure.